Manufacturer narrative:
Follow up report 1 (additional information): this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker recorded high out of range pacing impedance measurements and oversensed noisy signals. Technical services (ts) was consulted and reviewed the deice data, determined that the out of range pacing impedance measurements were exhibited on a non-boston scientific lead. Additionally, ts suspected that stored events were myopotential noisy signals that were oversensed by the device, without pacing inhibition noted. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that this pacemaker recorded high out of range pacing impedance measurements and oversensed noisy signals. Technical services (ts) was consulted and reviewed the deice data, determined that the out-of-range pacing impedance measurements were exhibited on a non-boston scientific lead. Additionally, ts suspected that stored events were myopotential noisy signals that were oversensed by the device, without pacing inhibition noted. No adverse patient effects were reported. This pacemaker remains in service.